Event description:
During a remote follow-up, an increase in the pacing impedance and the capture threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of high pacing threshold and high pacing lead impedance were confirmed. As received, a partial lead, containing the distal portion, was returned in one piece for analysis. Visual inspection of the lead revealed calcification covering the ring electrode, which is suspected to be the cause of the rise in the high pacing threshold and high pacing impedance. A lead impedance test could not be performed due to the procedural damage of the lead as it was received.